Manufacturer narrative:
Concomitant medical products: product ID: 3587a, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported there was one electrode non-functional and an open circuit was observed. There was a loss of stimulation/therapeutic effect. The patient had pain in the inferior limb and less than 50% therapy relief. It was noted impedance testing was done and the patient was reprogrammed without using the nonfunctional electrode.